Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-09126. It was reported that the patient presented with an unspecified infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.